Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sales rep, reported on behalf of the customer, that an event occured in surgery involving a t2 humeral nail. The sales rep has reported that the customer checked the jig aligned with 2 antegrade holes using tissue sleeve, drill sleeve and 3.5mm drill. It all lined up and the nail was inserted by hand and gently tapped in with strike plate. The proximal antegrade screw, drill went through. A 4x50mm screw inserted by hand on screwdriver, started creaking and the head stripped. No force was used to insert tissue sleeves however, tissue sleeve was stiff to remove even with carbon fiber jig depressed. To remove it, the tissue sleeve was attached to the cocker and gently tapped out with mallet. Mole wrench used to remove screw. Hole re-drilled using sleeves and 3.5mm drill and oblique x-rays taken confirming drill through hole. 4x45mm screw inserted by hand, and the same issue was experienced again - started creaking and the head stripped. The sales rep reported that the surgeon decided to insert a fresh 45 by hand. The customer went on to use a lower antegrade screw. The drill and screw went through without a problem. When flashed it was evident that the proximal screw was not in the nail. Went onto distal locking and revisited proximal issue after. The surgeon removed the screw freehand, re drilled again and the drill went through. Fresh 50mm screw inserted with anterior pressure on jig screw went through. The sales rep has reported that this caused a 45 minute delay to surgery. Patient was a (B)(6) year old male who had a segmented humeral shaft fracture.

Manufacturer narrative:
Evaluation revealed the humeral nail t2 humerus ø9x250 mm to be the primary product. All other mentioned products are regarded to be concomitant items. A review of the DHR for the humeral nail and target device revealed no discrepancies in material or manufacturing. Functional inspection performed on the returned humeral target device and nail holding screw confirmed function to be given in full on the devices. The reported event could not be confirmed but a potential cause of the event was determined. Seeing that function of the target device was confirmed both during pre-operative check in the hospital and during investigation of the manufacturer a malfunction of the target device can be excluded. The cause of the event must be related to intra-operative procedure. Scenario that most likely led to the reported event ¿jammed screw¿: a misdrilling of the bore hole(s) for the locking screw(s) must have occurred. Misdrilling can be caused by: deflection of the drill, ao, sterile t2 humerus ø3,5x230, e.g. Due to hard bone (in this case the patient was considerably young (24 years) and good, hard bone could be expected). Drilling with the drill, ao, sterile t2 humerus ø3,5x230 mm while the nail holding screw (nhs) was insufficiently tightened, resulting in misdrilling (see picture at the end of this report). The screw will always follow the pre-drilled bore during insertion; consequently the screw hit the nail and gets jammed in case of a misdrilled bore hole. The circumstance that the user was finally able to insert the locking screws by application of undue forces on the target device (which is normally regarded as misuse) contributes to above scenario. A more precise statement is not possible with the information given. No non-conformity was identified.

Event description:
The sales rep, reported on behalf of the customer, that an event occured in surgery involving a t2 humeral nail. The sales rep has reported that the customer checked the jig aligned with 2 antegrade holes using tissue sleeve, drill sleeve and 3.5mm drill. It all lined up and the nail was inserted by hand and gently tapped in with strike plate. The proximal antegrade screw, drill went through. A 4x50mm screw inserted by hand on screwdriver, started creaking and the head stripped. No force was used to insert tissue sleeves however tissue sleeve was stiff to remove even with carbon fiber jig depressed. To remove it, the tissue sleeve was attached to the cocker and gently tapped out with mallet. Mole wrench used to remove screw. Hole re-drilled using sleeves and 3.5mm drill and oblique x-rays taken confirming drill through hole. 4x45mm screw inserted by hand, and the same issue was experienced again - started creaking and the head stripped. The sales rep reported that the surgeon decided to insert a fresh 45 by hand. The customer went on to use a lower antegrade screw. The drill and screw went through without a problem. When flashed it was evident that the proximal screw was not in the nail. Went onto distal locking and revisited proximal issue after. The surgeon removed the screw freehand, re drilled again and the drill went through. Fresh 50mm screw inserted with anterior pressure on jig screw went through. The sales rep has reported that this caused a 45 minute delay to surgery. Patient was a (B)(6) male who had a segmented humeral shaft fracture.